Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator had excessive leakage. The only information received is that the field service engineer advised the client to change the expiratory cassette membrane and retest with another expiratory cassette. The device logs were not received. There is no information on how the issue was resolved. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator had excessive leakage. The patient involvement is unknown. Manufacturer ref.#: (B)(4).